Event description:
The customer reported an uncontained leak of approximately five (5) ml from the coulter ac.t diff analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse found the red blood cell (rbc) and white blood cell (wbc) baths were not draining causing the leak. The fse replaced the tubing in the peristaltic pump (pm1) associated with draining the baths which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).